Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow test must be performed on the actual device to verify the flow rate accuracy of the alleged device. The reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.